Event description:
It was reported that during a cardiac ablation procedure, the touchscreen buttons on the irrigation pump were nonfunctional. The irr igation bag required replacement, but the bag reset button and other touchscreen controls did not respond. The flow could be stopped with the physical push button and the flow rate could be titrated with the dial but none of the touchscreen buttons functioned. Multiple troubleshooting steps were performed, including power cycling the pump by turning it off and unplugging it for varying durations, which temporarily restored touchscreen function. However, the issue recurred, necessitating further power cycling. Each time the pump was powered off, the catheter had to be removed from the patient, resulting in damaged electrodes upon removal and reinsertion. The procedure was aborted without completing one final ablation line and the patient was under general anesthesia. It was noted that the patient had two arrhythmias treated (one being the main arrhythmia they were scheduled for) and a third induced arrhythmia not being able to be ablated due to the pump issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.